Event description:
It was reported that a patient experienced a failure of osseointegration of ossix bone material.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the reporter and our experience in the investigation of complaints. The product is not available for investigation. Additional information has been requested. Should additional information become available, a follow-up report will be submitted. Trend is tracked and monitored. Based on the information given, it is unlikely that a dentsply sirona implant was involved in this case.